Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the patient became messed up. The patient was rotting with a dysfunctional, damaged spinal cord ins. The device was inactive and has probably disconnected from the patient¿s spinal cord. The patient hoped to die and had scars. The patient hasn¿t been able to eat in weeks, so there was nothing to puke-up. It was noted that someone was able to meet the patient two years ago to advise.